Event description:
The customer called to report that the pump had blank display. During the call the customer informed that they were hospitalized for dka. Troubleshooting was not performed due to the blank display. Suggested the customer to let the pump rest for four hours and attempt again. Instructed the customer to revert to back plan of manual injections. Later the customer called back and mentioned that the blank display continues and the pump is beeping.